Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not delivering enough insulin. The customer reported that they tried to bolus in air and they insulin barely comes out. The customer's blood glucose was 20.0 mmol/l at the time of incident. The customer's blood glucose was 19.0 mmol/l at the time of call. The customer stated that they already changed the infusion set. The customer stated that they already followed the high blood glucose rule. The customer stated that there was no air bubbles found in the tubing length. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm during our testing. The insulin pump was tested with a water fill test reservoir; no air bubbles anomaly noted. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.